Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient was admitted as having st-elevation myocardial infarction. Multivessel disease was noted. Ejection fraction was 25% and end-diastolic pressure was 24. Percutaneous transluminal coronary angioplasty (pcta) to mid/distal left circumflex artery was noted. Ptca/percutaneous coronary intervention to the proximal left anterior descending artery was done. The impella cp was placed. Angioplasty revealed no flow to the right femoral artery below the impella access. The doctor noted an occlusion and wanted to consult with the cardiovascular surgeon to escalate the patient to an impella 5.5 axillary due to occlusion. No pulse was noted. Both limbs were ischemic. The impella remained in with no issues at this time. The cardiovascular surgeon was in surgery so the patient was awaiting consult with them. The patient was taken to the operating room. The impella cp was removed successfully with right femoral artery cutdown and repair completed re-establishing blood flow to right lower extremity. No thrombectomy was needed. Due to the complexity of the patient's condition and grim outcome, the doctor spoke with the family and decided not to place an additional device at this time.